Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the hospital's office assistant that the pt's pump was exchanged due to suspected pump thrombus, as the pt was experiencing elevated ldh levels. The pt remains ongoing with the new lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.